Event description:
Multiple use grasper, endoweave in use during laparoscopic cholecystectomy. 1/2 grasper end broke off during procedure. Broken piece was retrieved and removed from cavity at time of the procedure. Both pieces were subsequently examined and found to be complete. No adverse outcome for pt.